Event description:
During a follow up with the home patient (hp)'s nurse regarding the large air bubbles in the patient line, it was revealed that she was notified of this and after talking to the hp she felt that it was due to the way they set up for therapy. The nurse felt that it was the way the hp attached the patient line to the transfer set. The nurse stated that it was a use error not anything wrong with the supplies. The nurse stated that there was no patient injury or medical intervention and the hp has since been retrained.

Event description:
During troubleshooting a low drain volume (ldv) alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp)'s caregiver (cg) revealed that there were a lot of large air bubbles in the patient line. The technical service representative (tsr) assisted the cg to end therapy and advised to start over with new supplies. The cg to call back with any problems. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) occurred during initial drain was not confirmed due to a lack of sample. The cause of the air in line was not determined. The lot number is unknown, therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation of the ldva is in progress through (B)(4).